Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A startright representative reported via email of low blood glucose readings from the insulin pump. The customer's husband stated that the customer is no longer using the continuous glucose monitor. The husband stated that his wife made every attempt to make it work but there were too many irregularities. The customer was unable to sleep due to the alarms. The alarm would wake the customer up every 3 hours to test her blood glucose. The customer woke up with a low reading of 34 mg/dl and treated accordingly.